Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation was unable to power on. The monitor powered up using a power supply instead of the battery. The physical damage to the case prohibited the battery from being connected. The root cause for the damaged monitor case was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor will not power on.